Manufacturer narrative:
Initial 3 of 6. Imdrf clinical signs code: code e2123 is not available in database to capture for infection local to an implanted or invasive medical device. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced issues with six infusion sets due to the presence of air bubbles in the tubing on (B)(6) 2026 and the infusion sets were in use for two days. The patient experienced infection at the cannula insertion site with signs of discharge & warmth which was treated with antibiotics.